Event description:
(B)(4). Device provided by insurer. I have had headaches, migraines, irregular periods, brain fog, anxiety, insomnia, joint pain, ringing in my ears, painful periods, clotty periods, anger, little sex drive, pelvic pain.. I'm sure I'm missing some.